Manufacturer narrative:
The technician found all four brake casters were not holding properly due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced all 4 casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the beds brakes are no longer working (brakes not holding). The bed was located at the account in the bed shop. There was no patient/user injury reported. (B)(4).